Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Doctor reported via email stuck button alarm and low battery alert on the insulin pump. Customer¿s blood glucose level was 250 mg/dl. Customer was on an airplane and feared they may have gone into diabetic ketoacidosis. Customer advised the insulin pump got sucked in like a water bottle while on the airplane and caused issues. Customer had a stuck button alarm and the buttons were unresponsive. Customer removed the battery cap and reinserted the battery while on a four hour flight and feared for their safety.